Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer contacted via phone and stated that the brush head fell off the handle and was loose in his/her mouth; it looked like the metal pin snapped. No injury was reported. Follow-up: consumer stated the metal shaft where it was smaller broke off; the brush head came loose in his/her mouth because the metal shaft was broken.